Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The retention dome was detached during percutaneous removal. The indwelling period was 161 days.